Manufacturer narrative:
Additional suspect devices: model number db-2201-45-dc, lead kit 45cm, serial number (B)(4). Model number nm-3138-55, 55cm 8 contact extension, serial number (B)(4). Model number db-4600-c, suretek burr hole cover kit, lot number 23198104 and 25109009.

Event description:
It was reported that the patient was experiencing headaches during stimulation. There were multiple attempts to reprogram however that did not resolve the complaint. In addition, the physician was concerned about infection as the patient reported some swelling in his neck. The patient underwent an explant of the entire system and during the surgery the physician noted there was no overt sign of infection. A large part of why the physician chose to explant the patient was due to his concern about infection. Cultures were taken however the results were negative. The swelling in the patient's neck has resolved without intervention. The explanted devices will not be returned as they were disposed at the hospital.